Event description:
No harm to patient. Easy point needle 18g needle ref# (85091) stocked in replacement of bd safety glide needle ref# ((B)(4)). Unable to use easy point for syringes greater than 10ml as you cannot engage the retractable safety device. Manufacturer instructions on the needle itself explicitly states "for use with 10ml syringes or smaller" nurses are having to recap an 18g needle putting them at increased risk of needle stick.